Event description:
It was reported that a perforation and dissection occured. The target lesion was located in a severely calcified right coronary artery (rca). A 1.50mm rotalink plus and a rotawire elite and wireclip torquer were selected for use. Several passes were made with the rotablator at a set operational speed of 162,000 rpms. In one area of the mid rca, the rotablator was noted to decelerate due to calcium in the artery. A cine image was taken during the procedure and it was noted that there was perforation and dissection in the mid to proximal. The perforation was resolved by rewiring to the mid rca and right ventricular branch using a samurai guidewire. The mid rca was ballooned. The perforation was managed, but the large dissection remained. The physician then ballooned and stented the proximal and mid right coronary artery. The patient was stable following procedure and was placed in coronary vascular intensive care unit.